Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was returned for evaluation. Device analysis revealed a kink in the sheath assembly from femoral marker to the distal end and a kink and hole in the lap joint area. Impedance testing shows an electrical open at proximal wave form. It was observed that water leaked from the damaged lap joint during flushing the catheter. During image characterization testing, no image appeared in the ilab system. Imaging core windup was not found within the telescope section of the device. The electrical failure was a result of a broken coax cable. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on investigation completed on 01-aug-2017. It was reported that lost image occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery (rca). During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was selected for use. The opticross¿ imaging catheter was normally used during the first usage. However, image was not displayed during the second initial imaging after pre-plain old balloon angioplasty (poba). The physician reconnected the catheter and performed flushing and other tests, but still image was not displayed on the screen. The procedure was completed with another of the same opticross¿ imaging catheter. No patient complications were reported. However, device analysis revealed a hole in the lap joint.